Manufacturer narrative:
Unit received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime, compromised forced sensor system test, excessive no delivery test and displacement test or verify low battery, battery out limit alarms due to blank display.

Event description:
The customer reported via phone call that the insulin pump had an unexpected battery power loss for multiple times. The customer's blood glucose level was 133 mg/dl at the time of the incident. The customer received the replacement insulin pump and since then they were getting low battery alarms even after complying with recommended battery usage. The customer stated that the insulin pump alarmed after battery change. The customer reported that they were able to clear the alarm. The customer was advised to revert to backup plan and treat per healthcare professional's instructions. The device will be returned for analysis.